Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported finding the cannulas of her insulin infusion set bent two times in the last 6 weeks which has caused her blood glucose readings to elevate over 600 mg/dl. She stated that both times she discovered it after changing her insulin infusion headset and then feeling poorly with a headache. The pt stated that both times she bolused 8 units of insulin and then started to check her blood glucose levels every hour. After one hour, her blood glucose had not decreased, so she changed her infusion set and noticed the bent cannula. She stated that after several hours her blood glucose levels returned to normal where they are now. The pt stated the cannula was l shaped when she removed it. She said she does not have either set to return. During troubleshooting, the pt stated she has scar tissue on her legs, back hip area, and two areas in her lower abdomen. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.